Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp a longer sheath was required due to the patient's challenging anatomy. The sheath that was placed leaked, so the team inserted the reposheath and removed the sheath. Upon closure of the access site, the angioseal failed. Another perclose was used to achieve hemostasis.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Valve leak - introducer: clinical details note that after inserting the cp through the 14 french sheath, there was bleeding around the catheter in the sheath. The repo sheath was advanced approximately four centimeters into the sheath, which resolved the bleeding. No product was returned. The cause of the introducer valve leak was not determined since product was not returned. Major bleed: the cause of the major bleed was not determined since product was not returned. Device history review: the introducer passed all post-sterile inspection checks.

Manufacturer narrative:
The initial MDR 1220648-2025-46855 included events later determined to be related to the pump. The report has been corrected to reflect only introducer-related issues (bleeding, additional device needed, fluid leak). No new information was received late; this report has been updated for accuracy only. B1: corrected reportability type. Is adverse event? Is now checked. This was omitted in the initial report. Additionally, is required intervention is now selected. B5 is being updated to include related device information not included in the initial report. The revised b5 provides a complete event narrative. D4: added lot number and device expiration date, this was not provided in the initial MDR e1: added initial reporter first name, last name, contact email, and contact phone number. E3: corrected initial reporter occupation to physician. G4: corrected PMA number h1: type of reportable event corrected to serious injury. H4: device manufacture date added h6: previously reported e2330 in initial MDR is incorrect. Code has been corrected to e0506. Previously reported f01 in initial MDR is incorrect. Code has been corrected to f2301.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. It was reported that after inserting the impella cp through the 14 fr 25cm peelaway introducer sheath, there was bleeding observed around the impella catheter in the 14 fr sheath. To resolve the bleeding, the repositioning sheath was used by inserting approximately 4cm into the 14 fr sheath. With the repositioning sheath in place, single access was no longer possible for the hrpci and a new access was obtained in the radial artery for the hrpci. It was noted that the patient received frequent doses of fentanyl intravenously because of pain, and that access site closure was difficult due to patient anatomy. It was reported that during closure of the impella access site the angioseal failed and a perclose device was deployed to achieve hemostasis. The patient was successfully weaned and survived the procedure. This complaint involves two impella devices: impella cp introducer 14 fr 25 cm with lot number s9158857. Impella cp pump with serial number (B)(6). This MDR specifically addresses impella cp introducer 14 fr 25 cm with lot number s9158857, which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.